Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications. The device remains implanted and, therefore, was not available for direct analysis by gore. It should be noted that, per the gore® tag® conformable thoracic stent grafts with active control system instructions for use, complications associated with the use of the gore® tag® conformable thoracic stent graft may include, but are not limited to, endoleak. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2022, the patient underwent endovascular treatment of a thoracic descending aortic aneurysm and chronic type a aortic dissection using two gore® tag® conformable thoracic stent grafts with active control system. The patient had already undergone total arch replacement before the procedure. The two gore® tag® devices were implanted without any reported issues. On (B)(6) 2022, the patient underwent a reintervention whereby a non-gore manufactured stent graft (zenith alpha, 38 mm) was additionally implanted distal to the gore® tag® devices for a distal stent graft-induced new entry tear (d-sine; captured and reported separately in MFR report # 2017233-2022-03524). On (B)(6) 2022, coil-embolization was performed to treat a type iiia endoleak between the distal gore® tag® device and the zenith alpha. On (B)(6) 2022, follow-up examination reportedly showed a persistent type iiia endoleak, and an impending aortic rupture due to false lumen expansion. On the same day, an emergency reintervention was performed whereby an additional zenith alpha (42 mm) was placed at the connection site of the distal gore® tag® device and the previous zenith alpha. The endoleak was resolved, and the patient tolerated the procedure. The reporting physician commented as follows: the distal gore® tag® diameter was 40 mm; the zenith alpha 38 mm was undersized and should not have been placed distal to the gore® tag® device.